Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited scratches on frame, dirt in objective unit, minor stains under light guide cover glass, leakage through boot, and unstable image. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unstable image was caused due to loose handle. And the most probable cause for scratches on frame, and leakage through boot was traced to component failure. However, the most probable cause for dirt in objective unit and minor stains under light guide cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.